Event description:
A nurse reported that two pts presented with inflammation at the one day postoperative visit. A (B)(4) prevention eval was previously conducted at the facility and recommendations were made in various procedures, such as recommendations for instrument cleaning. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and completed a preventive maintenance. The system was then tested and met product specifications. No samples were returned for eval and no additional info was provided related to this event. For this reason, steps could not be taken to duplicate or confirm the customer reported event. The root cause of the reported event could not be determined. (B)(4).